Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a procedure in (B)(6) 2011 (exact date unknown). There were no complications during this procedure. The patient age was reported to be over 18 years. According to the complainant, the patient presented with pain just lateral to the mid-urethra near only one mesh arm in (B)(6) 2012 (exact date unknown). It was reported that there was also pain near the pubic ramus. The pain was treated with ibuprofen but the date prescribed and dosage is unknown. The patient was not hospitalized since the initial procedure and there is currently no medical intervention planned. It is unknown whether the patient's pain has resolved.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.